Event description:
It was reported that after changing supplies, the user experienced elevated blood glucose while using the ilet system, with troubleshooting confirming a straight cannula, no leakage, and no site irritation, and they were guided to replace the infusion set and select a new insertion site; no device component-related issues were identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.